Manufacturer narrative:
G4 - premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left posterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 5 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.